Manufacturer narrative:
Received 1 used large arcticgel pad kit without the original unit packaging and one used universal pad without the original packaging. The reported event was unconfirmed. The pads were visually inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed, all of the energy connectors (except the left chest pad) were found bent, the left chest pad was found free of damage, it was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 3.90 l/min m2 of flow rate were registered during the test. Left chest pad: a total of 4.63 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.61 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.61 l/min m2 of flow rate were registered during the test. Universal pad: a total of 7.47 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the patient reached the target temperature of 33c but the patient's temperature later increased to 35c and the water temperature remained at 30c. The complainant noted that the devices were switched out and the patient was placed on an arctic sun 2000, which then received low flow alerts. The complainant then changed the pads a second time and hooked them up to the arctic sun 5000, however the flow remained low and multiple alarms were received including an alarm 01, 01, 03, 113, and 105. A third set of pads were then used with the arctic sun 2000 which resulted in optimal flow. Per additional information, therapy continued with no further issues on the arctic sun 2000 or the third set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient reached the target temperature of 33c but the patient's temperature later increased to 35c and the water temperature remained at 30c. The complainant noted that the devices were switched out and the patient was placed on an arctic sun 2000, which then received low flow alerts. The complainant then changed the pads a second time and hooked them up to the arctic sun 5000, however the flow remained low and multiple alarms were received including an alarm 01, 01, 03, 113, and 105. A third set of pads were then used with the arctic sun 2000 which resulted in optimal flow. Per additional information, therapy continued with no further issues on the arctic sun 2000 or the third set of pads.